Event description:
It was reported that the patient received inappropriate therapy for a detection of atrial fibrillation (af) with rapid ventricular response (rvr) on the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-53, lead, implanted: (B)(6) 2003. (B)(4).